Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she was attempting to prime the insulin pump, insulin continued to drip after letting go of the act button. Insulin continued to drip after the motor stopped during the manual prime process. Customer's blood glucose level was 248 mg/dl. The customer was unable to successfully prime the infusion set. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump primed properly noted. However, the insulin pump was received with cracked reservoir tube lip.